Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose. No additional information was provided, and the customer declined troubleshooting with tandem technical support.